Event description:
It was reported that the legs of an ivc filter failed to expand upon deployment. The filter was successfully removed through the same access site and another company's filter was implanted without incident. No pt injury reported.

Manufacturer narrative:
The lot number for the device had been provided. The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported for this failure mode for this lot number. The investigation is currently underway.